Manufacturer narrative:
Other relevant components include: product ID: 8709sc, serial # (B)(4); implanted: (B)(6) 2012; product type: catheter; (B)(6); (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient receiving dilaudid (15 mg/ml, 8.21 mg/day), bupivacaine (20 mg/ml, 11.002 mg/day), and sufentanil (500 mcg/ml, 275 mcg/day) via an implantable pump for non-malignant pain. It was reported the patient had experienced pain symptoms and had been treated intermittently for the previous week or so. The event date was provided as (B)(6) 2018. The patient also experienced some withdrawal symptoms, with flu-like symptoms. A catheter dye study was performed on (B)(6) 2018 with extravasation of dye near the anchor area observed. A small hole was observed in the spinal segment of the catheter near the anchor. The spinal portion of the catheter was removed and spliced with a new spinal segment. It was reported the issue had been resolved at the time of the report. The patient¿s status at the time of the event was provided as ¿alive - no injury.¿ no further complications were reported or anticipated. The patient¿s medical history and other medications being taken at the time of the event were not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the issue was first reported by the managing doctor. The revision occurred on (B)(6) 2018 and it was noted the spinal segment that was removed was discarded and would not be returned. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated it was unknown if there were any environmental/extern al/patient factors that may have led or contributed to the hole identified in the catheter. The catheter was revised on (B)(6)2018 and would be available for return for analysis. No further complications were reported or anticipated.